Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unknown number of peritoneal dialysis (pd) patients experienced peritonitis. The cause of the events was not reported. It was not reported if the patients were hospitalized for the events. Patient outcome and action taken with pd therapy were not reported. Treatment for the event was unknown. No additional information is available.